Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vnotes hysterectomy w/ bilateral salpingectomy. Event description: [hospital] the staff opened the device and upon inserting the trocar, they noticed a hair on the device. Staff did not see/notice the hair when opening the original packaging. The surgeon noticed when inserting the trocar. Staff/surgeons did state that they aren't sure where the hair came from, but to be safe they wanted to open a new device. A new device was open and this device was discarded. The lot number was 1487502. The product is not available for return. Additional information received from [name] via email on 30sep2024: no patient injury or illness occurred. Date of the event was 9/27/2024. The rep was present during the case. The procedure performed was a vnotes hysterectomy w/ bilateral salpingectomy. Additional information received from [name] via email on 30sep2024: hospital contact is [name and email]. Intervention: a new device was open and this device was discarded. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is possible that the hairlike object originated from an operator during the manufacturing process. However, the exact root cause of the event is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Correction: updated the component code and device code.

Event description:
Procedure performed: vnotes hysterectomy w/ bilateral salpingectomy. Event description: [hospital]. The staff opened the device and upon inserting the trocar, they noticed a hair on the device. Staff did not see/notice the hair when opening the original packaging. The surgeon noticed when inserting the trocar. Staff/surgeons did state that they aren't sure where the hair came from, but to be safe they wanted to open a new device. A new device was open and this device was discarded. The lot number was 1487502. The product is not available for return. Additional information received from [name] via email on 30sep2024: no patient injury or illness occurred. Date of the event was 9/27/2024. The rep was present during the case. The procedure performed was a vnotes hysterectomy w/ bilateral salpingectomy. Additional information received from [name] via email on 30sep2024: hospital contact is [name and email]. Intervention: a new device was open and this device was discarded. Patient status: no patient injury.